Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self-test, unexpected alarm error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor (gold). Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. Unit received with cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose and last time ended up in the hospital for diabetes ketoacidosis. The customer took off insulin pump over 24 hours and customer's blood glucose value was ranging from 400 mg/dl and not less than 300 mg/dl. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.